Event description:
It was reported by the customer that the device was displaying an illuminated service wrench icon and had an error code logged in memory. There were no reports of pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. It was observed that the device would not deliver proper energy. Impedance and defibrillation calibrations were performed; however, the device remained out of specification. Physio-control recommended the replacement of the main pcb. The customer declined repair, due to cost and the age of the device. The root cause of the reported failure cannot be determined.